Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device continued asking for the sensor and transmitter information during warm up. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device failed a voltage test. The share log was reviewed and the allegation is undetermined. A fatal error was observed in the log. The probable cause could not be determined via product.